Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and hernia recurrence. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol ventralight st (device #3). Additional emdrs were submitted to represent the bard/davol ventralex st (device #1) and bard/davol ventralight st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient was implanted with non-bard/davol mesh to repair a hernia on (B)(6) 2013. On (B)(6) 2016, the patient experienced severe pain and suffering due to the failure of non-bard mesh, necessitating a mesh removal and revision surgery where a bard/davol ventralex st hernia patch was used. Thereafter, the replacement ventralex st mesh failed, causing the patient to experience severe pain and suffering and necessitating a mesh removal and revision surgery on (B)(6) 2016, where a bard/davol ventralight st was used. Thereafter, the replacement ventralight st mesh failed, causing the patient to experience severe pain and suffering, and necessitating a mesh removal and revision surgery on (B)(6) 2018, where a bard/davol ventralight st was used. The patient suffered severe complications following surgeries including abdominal pain, gastrointestinal malfunction, grotesque swelling, and hernia recurrence. The implantations and failures of the bard mesh devices have had a devastating impact on the patient, leaving with permanent injuries and impairments, including scarring, disfigurement, chronic pain, and such further and other injuries. It is also alleged that the patient also experienced pain, suffering, loss of enjoyment of life, permanent physical disability, loss of physical, mental and emotional health. The patient continues to undergo medical care and treatment and alleges for further medical care in the foreseeable future. It is also alleged that the device was defective.